Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the total daily insulin delivery correctly reflected the programmed basal rates. There was no un-programmed boluses found in the pump's history. A 29 flow accuracy test was performed and pump was found to be delivering within specifications. The pump was also exercised for 24 hours and the basal rates were found to be within specification. There were no defects found.

Event description:
It was reported that for a few months, the patient obtained blood glucose readings ranging from 350 mg/dl to 425 mg/dl, with moderate to large levels urinary ketones. The patient experienced no symptoms of high or low blood glucose levels. On an unspecified date in (B)(6) 2011, the patient was admitted to the hospital for dka, and her blood glucose level was 800 mg/dl. The patient's blood glucose level upon discharge five days later was reported to be 500 mg/dl. The reporter, the patient's mother, was unable to provide specific dates or data. It was determined the pump settings and programming were correct, and there were no issues with the infusion site or infusion set. Further troubleshooting of the pump could not be performed, as the reporter refused. There is no evidence the pump was not accurately and correctly delivering insulin as programmed. However, as the patient suffered symptoms and blood glucose levels suggesting severe hyperglycemia and was hospitalized in dka while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.